Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without the bioinductive implant. A functional assessment of the device found that the device cycled as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation concluded the adverse event was likely procedure related, and the device had no influence on the event. The IFU for the regeneten arthroscopic bioinductive implant does warn ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the retained regeneten implant is biodegradable, and the tendon anchors are implantable, so biocompatibility is not an issue. According to the report, both the regeneten implant and the tendon anchors were left unsecured in the patient¿s muscle tissue. Therefore, we cannot rule out the potential for the loss of intended function, the potential for micro-motion, migration, local tissue irritation, and pain. We also cannot conclude how the regeneten implant will interact with the muscle. The reported impact to the patient was the retained regenten implant and the two tendon anchors, and the 30-minutes delay. Long-term impact/outcome: ¿ regeneten implant is bioabsorbable and will likely resorb overtime. However, placement in muscle is not intended, so the healing response would be unpredictable. No therapeutic benefit. ¿ the retained anchors remain permanently unless surgically removed. ¿ future intervention cannot be predicted and should remain at the discretion of the operating surgeon based on the patient¿s clinical condition. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include excessive force on the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arcr procedure, when the bioinductive implant delivery instrument was inserted through the anterolateral portal, and after inserting the second tendon anchor through a portal to the right of the front row, the implant sheet was immersed between the ssp and isp. The bioinductive implant fell into the muscle tissue and could not be removed from the body. It is unknown how the procedure was completed; however, there was a 30 min delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without the bio inductive implant. A functional assessment of the device found that the device cycled as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include excessive force on the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: h5: labeling for single use updated to yes.